Event description:
The user facility reported that a 51-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced ectopy. The physician attempted to reposition the device with echo guidance but was unable to pull it back across the valve. The device was unable to re-cross the valve without a wire. No further information was provided. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump positioning issue was completed. The device was not returned for evaluation. The clinical information was reviewed and based on this information, the root cause of the positioning issue was determined to be user related coinciding with wireless re-access attempts. Wireless re-access is not permitted per IFU 0550-9002. This report is being filed as part of a retrospective review of historical records.